Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus. The customer found the reservoir was empty and changed it, but was unable to push insulin out the reservoir through the tubing. The blood glucose value was 330 mg/dl; she treated with the insulin pump and it went down to 270 mg/dl. The customer was at work and did not have another reservoir to change. She was advised to revert to a back-up plan until being able to change. The device will not be returned for analysis.